Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station edgccrx displayed as error message as "device not detected on bus" and prompted "device requires maintenance". Pyxis had been restarted and had been unplugged and re-plugged, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not being detected on the bus. The field service engineer (fse) verified that all drawer components were functioning and receiving the appropriate voltages. The fse replaced two drawer controllers, one half-height card, and one full-height card. After the replacements, the machine began to boot up, and the user was able to recover two drawers and perform an inventory count on them, confirming that both drawers were detected on the bus. The system functioned after the field service engineer repaired the device.